Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the magnet out for main full height drawer 5. A field service engineer replaced the insect latch to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system main drawer 3 was failed.the customer stated that there was a delay in dispensing workflow.there were no adverse events or injuries reported based on this event.